Event description:
The customer complains about blood leak during treatment. There was insignificant blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
The sample shows leakage between potting and housing. No further info is expected for this specific event, and the cause is considered closed.